Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, it was noted that the patient's pacemaker eroded through the patient's skin. On (B)(6) 2018, the device was explanted and replaced. The patient was stable during and post-procedure.